Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to stress incontinence. The device was not tight enough since it was originally implanted years ago. A new aus device consisting of a 4.5 cm cuff, 71-80 cm h2o balloon and pump, was implanted. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.